Event description:
New information received notes that at a routine in-clinic follow-up and upon interrogation multiple non sustained oversensing was observed. Patient was placed on home monitoring. Ep ablation was scheduled and an attempt to replicate noise will occur. There were no adverse consequences to the patient.

Event description:
New information received notes that decreases in the r-waves were observed. Multiple non sustained ventricular oversensing episodes were recorded. The patient was placed on home monitoring.

Event description:
It was reported that episodes of non-sustained rv oversensing was detected. Review of egms noted rv lead noise. Patient with atrial flutter was booked for cardioversion procedure. Lead replacement was suggested but no intervention will be done at this time. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.